Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose level was 352 mg/dl at the time of incident, and his current blood glucose is 405 mg/dl. The customer was treated his high with pump and blood glucose came down to 32 mg/dl. The customer performed self test and it did passed. The customer states the drive support cap appears normal. The customer declined to troubleshoot for high and low blood glucose. The insulin pump will not be returned for analysis.